Event description:
It was reported that dissection occurred. In (B)(6) 2026, the patient was referred to percutaneous coronary intervention (pci) procedure. The target lesion was located in distal right coronary artery (rca) with 15 mm lesion length and a reference vessel diameter of 2.75 mm. Heparin or other antithrombotic medication were administered at the time of the procedure. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of the procedure. The loading dose of 325 mg of aspirin and 300 mg of clopidogrel was given prior to the procedure. The target lesion was pre-treated balloon angioplasty resulting in 40% residual stenosis and timi flow of 3 and further treated with a 2.50 mm x 15 mm agent dcb balloon successfully resulting in 0% residual stenosis with timi flow of 3. Post treatment, an nhlbi grade b medial dissection was noted and intervention was required. A bailout using drug eluting stent was performed successfully. The patient was discharged with the medication of aspirin and clopidogrel.